Event description:
Meter name: one touch profile. Strip name: one touch. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: vomiting, about to pass out, felt pt was going to faint. The pt reportedly went to the hospital. Pt's meter allegedly was inaccurately erratic. The result on pt's meter was 425mg/dl. Pt does not recall two prior results. The result on the hospital meter was unk. There was no comparison between the pt's meter and the hospital meter. Treatment was with IV (unk what kind). Pt was also given some pills. The name of the pt's meter was unk at the time of call. Pt called back several days later to report same issue, but provided meter info. No further info has been reported.